Event description:
It was reported that the patient had an infection. It was also reported that the patient alert was triggered due to high impedance and a possible lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Three - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012 15:00:04 and (B)(6) 2012 21:00:05. Daily hv-lead impedance trend data show various spike increases for defib active can on impedance and svc defib = 58 to 254 ohms range between (B)(6) 2012 and (B)(6) 2012.